Event description:
It was reported that although the tubing was thoroughly primed and inspected, the pump still alarmed air-in-line. There were other occurrences wherein the clinician would get the same alarm upon loading the set to the pump module. The clinicians would either obtain another pump module or change the tubing until the issue is resolved. The events occurred in the operating room (or). There was patient involvement but the impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that although the tubing was thoroughly primed and inspected, the pump still alarmed air-in-line. There were other occurrences wherein the clinician would get the same alarm upon loading the set to the pump module. The clinicians would either obtain another pump module or change the tubing until the issue is resolved. The events occurred in the operating room (or). There was patient involvement but the impact is unknown.